Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was found at 5.2-6.3cm from the end of the is-1 connector pin. A fracture of the conductors was found at 11.2cm from the end of the svc connector pin consistent with fatigue. This fracture is consistent with the observation from the field of high shock impedance.

Event description:
It was reported that during the implant when the lead was connected to the device the threshold was high and the shock impedance was out of range. It was also noted that a damaged insulation was observed. The lead was replaced.